Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unit was received with missing display window cover, cracked battery tube threads and faded serial number label. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was broken and screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.